Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: this report was confirmed for a broken twist clamp. The cause of this complaint is physical abuse of the unit in use because of the extent of the damage. A batch review could not be done because the lot number was unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted baxter (B)(4) and reported that after use for one month, it was observed in a transfer set that the liquid cannot be stopped even if closing the clamp. There was no use of additional disinfectant. There was patient involvement but no patient injury or medical intervention was reported with this event. No further information is available.